Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer hardware failed and did not open. A technical support specialist (tss) found that a cubie in the device was providing incorrect identification, with a half-height cubie being identified as a full-height cubie. The tss provided the customer with the troubleshooting procedure to correct the issue. If the procedure did not resolve the problem, the customer was instructed to create a new case for further investigation. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer hardware failed and did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.